Event description:
It was reported in an abstract that two groups of patients were compared, one group of 13 patients underwent vertebroplasty wth ha block (ha group) and the other group of 7 patients underwent balloon kyphoplasty procedures (bkp group). According to the report, the most frequent fracture level was l1 in the ha group and t12 in the bkp group and both groups included "more patients who were female and who had fracture with pseudarthrosis and/or posterior wall injury". It was reported that post-operative cement leakage was observed in two cases in the bkp group, however, no clinical symptoms were observed. No further information was reported. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation: yoshikazu nakayama, hideki ota, yoshiyuki matsumoto, tsubasa sakai, yohei iguchi, tatsuki kobayashi, hirotaka kida, yoshiharu takemitsu. "Comparison of surgical outcomes between balloon kyphoplasty and vertebroplasty using ha block in our hospital". Patient population included "more patients who were female". Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.